Manufacturer narrative:
Manufacturer's investigation conclusion: the power module (serial #: (B)(4) was returned for analysis to the european distribution center (edc) and it was noted that the bottom cover was damaged, six rubber feet were damaged, and four rubber vent bands were damaged. These parts were replaced, preventative maintenance was performed, and the unit was cleaned, and old labels were removed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial #: (B)(4) and the power module was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2011. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate power module was found to have a battery missing, a damaged bottom cover, and damaged rubber feet.